Manufacturer narrative:
The eval of the electrode confirmed that there were cracks in the tin, this could have reduced the area for electrical current to pass thus causing an overload, possible in the weakened corrosive area and resulting in an arc. There are two possible causes for this product complaint, the first being mishandling of the electrodes in the supply chain, or the second being that the electrodes had passed their usable shelf life resulting in the reported event. Because the packaging was disposed of, there is no definitive explanation for the complaint condition.

Event description:
The complainant alleged that the multi-function electrode pads were placed on a 84 y/o male pt. When current was applied the staff noted a spark from the front pad where the wire inserts into the pad. There was no adverse effect on the pt as a result of the alleged malfunction.